Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog and to change the infusion set every 48¿72 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200 to 500 mg/dl. After the alarm, the customer would changed the pump supplies and deliver a bolus to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer had been using the pump supplies for 4 days before changing them.